Event description:
As reported by the regional manager per the facility: IV inserted, clip engaged at tip, during cleanup, clip disengaged and nurse was stuck in hand. This occurred in ER. Additional information was not provided by the facility after several attempts were made requesting additional information. No further information was available from the regional manager.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual another country's manufacturer.